Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2018, in order to undergo a skin flap revision surgery due to the skin flap being too thin.

Manufacturer narrative:
This report is submitted on september 14, 2023.